Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) and one (1) controller ((B)(6)) were not returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a controller power up event with an associated vad start event on (B)(6) 2025 at 14:57:28. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with (B)(4) relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with (B)(4) rsoc. The data point recorded after the loss of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for four (4) minutes and twenty-three (23) seconds. No anomalies were recorded leading up to the loss of power. As a result, the reported loss of power event was confirmed. It is likely that the loss of power was perceived as the reported vad stop event. The most likely root cause of the loss of power event can be attributed to the double disconnection of power sources, as described in the event details. CAPA pr00551638 is investigating controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on the limited information available, the device may have caused or contributed to the reported event. Per the instructions for use, bleeding is a known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: controller d4: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-sep-2024 / serial #: (B)(6), d9: no, h3: no, h4: mfg date: 27-sep-2023, h5: no, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a ventricular assist device (vad) implant experienced confusion, which led to the accidental double disconnect of power sources to the controller. This resulted in a loss of power to the vad, and the patient was found unresponsive. After the family reconnected the power sources and the pump was restarted, the patient became alert and responsive. The patient was admitted for evaluation, and log files were sent and reviewed confirming the double disconnect and duration of pump inactivity. Laboratory testing showed lactic acid dehydrogenase (ldh) levels of 198 on admission and 244 later, also urinalysis revealed some blood. The patient had been off anticoagulation for some time, which was noted as a potential risk factor for thrombus. The medical team monitored for possible developing pump thrombus due to the slightly increased lactic acid dehydrogenase and blood in the urine. The patient remained stable with hemodynamics and device parameters, and no abnormal activity was noted with the power sources. The vad and controller remain in use.